Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged for replacement pump with updated software, confirmed shipping details and signature requirement, instructed customer to place current pump.